Event description:
Pump declared altitude alarm, resulting in insulin suspension. There was no adverse impact to customer¿s blood glucose level. Customer was guided to clean speaker holes and reconnect cartridge, successfully resuming insulin with no recurrence. Pump returned to normal operation, and tips were given to prevent future altitude alarms.